Event description:
The male patient had the following medical history: angina pectoris, diabetes and past history of pci. The target lesion was the mid to distal right coronary artery (rca). The vessel was an in-stent restenosis of a bare metal stent (type unknown). Aha/acc classification of the vessel was type c. The lesion length was about 50mm and vessel diameter was 3.0mm. The procedure was an elective case. Heparin was given during the procedure. Pre-dilation was conducted with a 2.5 x 15mm balloon at 16atm for 20seconds. A 2.5 x 28mm cypher stent (lot number i0506134) was implanted at 20atm for 30seconds proximal to the first cypher stent with overlap. Post-dilation was conducted with a 3.0 x 13mm balloon at 22atm for 25seconds and at 14atm for 15seconds for the stent overlapping section. Ivus was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0-25%. Act was not measured. Nine days later, the patient complained of chest pain while working outdoors. He was also sweating. Four days later, a pci was scheduled to treat the left anterior descending (lad) and the left circumflex (cx). Coronary angiography was conducted and thrombus was observed inside the implanted cypher stents. To treat the thrombus, balloon angioplasty was conducted, but the stent remained under dilated. Twenty-one days later, the patient recovered and was discharged from the hospital. Physician noted that the probable cause of the thrombotic event was because the patient stopped taking ticlopidine hydrochloride and because the stent was under dilated.

Manufacturer narrative:
This device (lot i0506134) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-01232. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.